Manufacturer narrative:
Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set. It was reported that after priming a smartablate¿ irrigation tubing set it became cloudy and air bubbles remained present. The tubing set was replaced and the issue was resolved. The procedure was continued without patient consequence. Clarification was requested and the response received states this event occurred during flushing before the detector would be active during a procedure. The bubbles in the tubing was assessed as not reportable as bubbles in the tubing set can be an expected part of procedure set up and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. The nature of cloudiness of the tubing could not be clarified. For this reason, biosense webster is conservatively reporting this issue, as it is possible that foreign material was present inside the tubing set.

Manufacturer narrative:
This event was incorrectly assessed as a reportable event. This event is not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, since it has already been reported to FDA, any additional updates received will continue to be reported. The biosense webster inc. Failure analysis lab received the device for evaluation on november 14, 2018. The returned condition noted was that there was clear crystals and liquid found inside the drip chamber. Clear crystals found inside the tubing about 2.4 cm from the connector¿s end. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Investigation summary:it was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set. It was reported that after priming a smartablate¿ irrigation tubing set it became cloudy and air bubbles remained present. The tubing set was replaced and the issue was resolved. The procedure was continued without patient consequence. Clarification was requested and the response received states this event occurred during flushing before the detector would be active during a procedure. It was reported that the clear crystals dissolved while tube was being decontaminated. It is possible that the crystal¿s were dried saline. The tube looked clear at the time of testing. Irrigation test was performed. Microbubbles were found in the tubing. The bubbles were attached to the tubing and were not moving. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was confirmed. Manufacturer's reference number: (B)(4).